Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing sensor glucose versus blood glucose differences. Customer reported sensor glucose was high and blood glucose reading was 40 mg/dl. Customer inquired if issue was with the transmitter. Customer was not able to troubleshoot or give more information due to being at work.